Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station screen was stuck on updating. A technical support specialist (tss) noted that the user reported the stations were stuck on updating and that the customer had not been informed of the update by the agent. The customer requested that the agent stop any updates or work being performed on the station and provided the director contact details for clarification. Tss called the director who explained that nurses were unable to pull medications because the agent had accessed the station without prior notification. Customer expressed dissatisfaction and provided the station details that were accessed without consent. It was confirmed that agent had dialed into the station. A message was sent to the agent via teams instructing to immediately stop work and contact director as requested. The agent was informed of the issue and advised to take immediate action, as the customer had not authorized access. The case was closed, as this was an inquiry to notify the agent to stop work. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was stuck on update screen, but the customer was not informed of any update. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.